Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The insulin pump was received with minor scratched display window, cracked display window corners, cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump stopped without an alarm. The customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.